Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 2 years 11 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was poor. Local infection was observed during the implant removal surgery. The patient will need another surgical intervention.